Event description:
Analysis of the explanted generator has been completed. The generator performed to specifications and no anomalies were found. An implant card was received that indicated the reason for replacement was "prophylactic."

Event description:
It was reported via clinic notes received that the patient had been referred for generator replacement. A note dated (B)(6) 2012, indicated that the patient normally experiences 3-5 complex partial seizures or tonic clonic seizures per day and has a cluster of 35-100 seizures once a year. The patient was noted as experiencing two clusters of 50 or more seizures in the six weeks prior to the note. The physician changed the patient's tegretol to vimpat. A later note dated (B)(6) 2012, indicated that the patient is "much better on vimpat." On this date, the patient was noted as more awake, more active, is walking more, has more regular bowel movements, and is smiling more. The note indicated the patient had "no more cluster seizures at all" and averaged only 2 complex partial seizures per day. Last known diagnostics were taken on (B)(6) 2011. The patient's generator has been replaced. The explanted generator has been returned and is currently undergoing analysis. Attempts for additional information have been unsuccessful to date.